Event description:
It was reported that during interrogation of the implantable cardioverter defibrillator (ICD) it revealed an episode of nonphysiologic oversensing that occurred two days post implant. It was also reported that there was a question as to whether the oversensing was a set screw or connection issue. No episodes of oversensing have occurred since and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as two ventricular non sustained tachycardia <=200 ms average v-cycle on (B)(4)-2011 at 09:11:50 and 09:11:53. Also one ventricular fibrillation of 190 ms average v-cycle occurred on (B)(4)-2011 09:11:56.